Manufacturer narrative:
The total protein gen.2 reagent lot number was 91805401 with an expiration date of 31-jan-2026. The qc was acceptable. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 2 patients' samples tested with total protein gen.2 assay on a cobas c 303 analytical unit. Sample 1: initial result: 6.0 g/dl. Repeat result: 2.3 g/dl. Sample 2: initial result: 8.4 g/dl. Repeat result: 1.3 g/dl. "Abnormal aspiration of the sample pipette" alarms were observed. The customer noticed a fibrin in the sample needle, and repeated sample 1 and sample 2. No questionable results were reported outside the laboratory. The repeat results were deemed to be correct.